Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Current information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
It was reported by the surgeon that the patient underwent a distal femur replacement procedure in 2009 and subsequently was underwent a revision procedure on (B)(6) 2012 due to aseptic loosening.